Event description:
It was reported that there was a slight increase in pacing and shocking impedance in june, but has come back down and did not go out of range. They will monitor the patient. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).